Event description:
It was reported that intermittent resistance was experienced when filling multiple cartridges with insulin. The issue was resolved by performing a needle and syringe change. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.